Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecific bd safe-clip¿ not clipping. The following information was provided by the initial reporter, translated from spanish to english: a call is received from the patient's caregiver with whom he reports that: "how do I get another needle cutter sent to me, the one I have is very difficult for me to insert the needle".

Manufacturer narrative:
Investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the unspecific bd safe-clip¿ not clipping. The following information was provided by the initial reporter, translated from spanish to english: a call is received from the patient's caregiver with whom he reports that: "how do I get another needle cutter sent to me, the one I have is very difficult for me to insert the needle".